Manufacturer narrative:
This device is expected to be returned for evaluation. This investigation will be updated should further information be provided.

Event description:
It was reported that anomalous battery behavior was suspected as end of life (eol) was triggered 24 days after elective replacement time (ert) was triggered on (B)(6) 2024. A boston scientific technical services consultant could not provide an explanation for the reported clinical observation. The device was explanted and replaced. No additional adverse patient effects were reported.